Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was in the hospital and experiencing frequent low flow alarms despite medical management. The low flow alarms were noted to be due to right heart failure. The physician requested a low flow adjustment be made to 2.0 threshold.

Manufacturer narrative:
B2 - outcomes attributed to adverse: correction. Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the evaluation of the submitted log files. A direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The submitted controller log files contained events from (B)(6) 2024, per the time stamps. A single low flow hazard alarm, and multiple low flow flags were captured on (B)(6) 2024. A low flow flag on (B)(6) 2024 that did no persist long enough to trigger an alarm was also noted. These alarms were associated with periods of elevated pulsatility index (pi). No other notable events were recorded. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on(B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. This section explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with shortness of breath and dizziness, and they were started on a continuous milrinone infusion. The patient had low flow alarms on (B)(6) 2024. Log files were submitted for review and captured persistent pulsatility index (pi) events throughout the log file and a lone low flow events on (B)(6) 2024 at 10:15 which was associated with elevated pi values. A high number of pi events were also noted. No low flow events had been noted since (B)(6) 2024, and the patient was feeling better. 3 sets of follow-up log files were submitted for review and captured low flow events on (B)(6) 2024 along with a few low flow flags which did not persist long enough to trigger an alarm. The log files also captured a low flow flag on (B)(6) 2024 that did no persist long enough to trigger an alarm. There did not appear to have been any type of mechanical circulatory support (mcs) equipment issues that caused the low flow flag. The most recent log file did not capture any low flow events or flags and was mostly filled with pi events. There were no unusual events recorded in the log file event history. The mean arterial pressure (map) was in the 80-100 range for the duration of the stay and their map was in the mid 80s on (B)(6) 2024.